Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 598mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. It was stated that the customer was ill prior to the event. Reviewed the alarm history and found no delivery alarm. It was stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. During the call found that the customer had a bent cannula and feels that is the cause of his high glucose. The mother called back to perform the high pressure test and the test passed. Advised the customer to contact his doctor about using different infusion set that may be better for his body type. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.